Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele, rectocele repair, a&p repair, perineoplasty, and cystoscopy due to sui, and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, and dyspareunia. It was reported that patient underwent bladder repair on (B)(6) 2013 due to urinary problems. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent endometrial ablation, laparoscopy, incision and drainage of right bartholin¿s cyst on (B)(6) 2013 due to menorrhagia, dysmenorrhea, pelvic pain, vaginal stenosis and right bartholin cyst. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh revision on 04/01/2015 due to small bowel obstruction, cramping abdominal pain, nausea, vomiting and diarrhea. No additional information was provided.